Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lens was returned and device analysis completed. Only half of the lens was returned. The haptic was fully intact and no damage could be noted. Without having the whole lens we could not confirm if the trailing haptic was tweaked or damaged and caused or contributed to the lens not being able to be positioned correctly in the eye. This which would lead the lens to sink into the bag. The surgical technique used to remove the natural lens was not able to be identified. The lens not being able to be positioned correctly in the bag and/or possibly causing the lens to fall into the bag is known to be caused by tweaked or distorted haptics. Factors know to cause or contribute to tweaked or distorted haptics are but not limited to: loading strategy; accessory device support; poor handling during folding and inserting which leads to not properly being engaged during injection. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Additionally, an in-process pull test is performed on each work order to assure the epoxy bond meets our specification of greater than or equal to 25.5 grams. The value documented for this work order was 100+ grams force. Therefore, we are confident that the lens was processed per standard operation procedures and inspections, and met all of the criteria for release. As of today, no additional complaints for this lot have been recorded. The dfu provides precautions for the lens handling and injection process by stating that: "improper handling of this lens may cause damage to the haptics and the optics"; therefore, it has been determined that the broken haptic may have been caused by the manipulation used when attempting to position the haptic. No damage was not noted to the haptics during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties.

Event description:
It was reported that after the lens was placed into the eye the back haptic sunk into the bag; thus, could not be positioned correctly in the eye. The lens was explanted and vitrectomy had to be performed. Another ac lens was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure.